Manufacturer narrative:
The insulin pump was received with all of the buttons responding properly. No keypad anomalies noted. The insulin pump has cracked reservoir tube, reservoir tube window reservoir tube lip and battery tube threads and minor scratches on display window.

Event description:
Customer reported that the keypad was unresponsive and the customer received a button error alarm. Customer's blood glucose reading at the time of the call was 200 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.